Event description:
Medtronic received information that one day following the implant of a bioprosthetic valve, first degree atrioventricular block (avb) which progressed to second degree avb. Then an episode of complete heart block with a stable escape rhythm was reported. Temporary pacing was used as needed and physician consulted felt a permanent pacemaker was needed. Three days following a dual chamber permanent pacemaker was implanted. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).